Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the brakes would set but the brake casters would still pivot. No injury reported.